Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. He indicated that prior to contacting dario, he was admitted to the hospital due to a hypoglycemic event. The user reported that his blood glucose (bg) level reading was 59 mg/dl with his dario meter, and while testing with the hospital's meter his bg level reading was 31 mg/dl. Multiple attempts to follow up with the customer were made, however, no response has been received to date. No resolution is available.